Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative. Rep stated the patient elected to not have any reprogramming done at her follow up appt on 9/6/2024. This sensation only happens when she walks by a large microwave at the fast food chain she works at, and she is going to attempt to avoid the microwave while at work. Outside of work, she has no occurrences of increased stimulation. A reprogramming was offered by the rep but the patient declined. The physician is aware of this and the case can be considered closed. Additional information was received from the manufacturing representative. Another rep confirmed that the patient declined to have any reprogramming at the time and the physician gave her a note for work stating for her not to work by any of the large microwave ovens.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep stated the patient has not used their device in about a year and a half, but now they experience a zapping sensation when they walk by the industrial microwave at their job at mcdonald's.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.